Event description:
It has been reported to philips that the wireless footswitch would not connect. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch does not connect to the system. Per the information collected, the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. Fse replaced wireless footswitch battery was and issue was resolved. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.